Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2021. We were told the customer was wearing pump at the time of the event, however, the cause of death was not provided. At this time we do not have the pump returned for evaluation.